Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact on the customer's blood glucose level. The customer was provided with information on how to reset the pump and was assisted by the technical support team in doing so. The customer chose to handle any further issues independently and was advised to call back if the problem continued.